Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the corrosion was likely caused by component failure: however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion around the air water cylinder, nozzle, distal end, and dirt on the light guide cover glass. There was no patient involvement.